Event description:
It was reported the patient had a sudden loss of therapeutic effect one or two weeks prior to call. There was no known accident or incident related to the issues. The patient felt stimulation towards the vaginal area when sitting or lying on their back. The patient normally felt stimulation in the rectal area. While on the call, the patient confirmed stimulation was on and at the level previously set during a reprogramming session a week after implant. The patient did not want to adjust stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lz33, implanted: (B)(6) 2014, product type lead product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).